Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received results of "0" for several patients for multiple assays. The specific number of patients or the assays involved was unknown. When the samples were repeated, the results were correct. Of the data provided, only the glucose results for three patient samples were discrepant. The unit of measure was not provided. Patient 1 initial result was "0" and the repeat results were 2.01 and 1.98. Patient 2 initial result was "0" and the repeat results were 1.99 and 2.03. This patient was an (B)(6) year old male with a birthdate of (B)(6) 1931. Patient 3 initial result was "0" and the repeat results were 2.10 and 2.19. This patient was a (B)(6) year old male with a birthdate of (B)(6) 1949. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patients were not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The customer performed sample probe washing, cleaned the sample line, and changed the sample probe. All results were then correct and controls were "well targeted". A repeatability test was also performed. Further investigation found the issue was most probably caused by a clogged sample probe as after the replacement, the issue was resolved. Reagent issues could be excluded as different assays were affected.